Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found blood/body fluid in the distal conductor (not obstructed) and blood in/on the helix/lobe mechanism. The helix will not extend at this time due to dried blood in the connector, preventing torque transfer when the is-1 pin is rotated. It cannot be determined at this time if this contributed to the inability of the helix to function correctly at the implant attempt. Damaged at implant. Evaluation summary: (B) (4) no anomalies found, however blood was noted on the distal conductor on visual inspection with no other damage or defects.

Event description:
It was reported that during implant attempt, the atrial lead had fixation difficulty. The helix would not "grab" tissue. The lead was not used. There were no patient complications reported as a result of this event.